Event description:
A material mgr reported that a surgeon exchanged an intraocular lens due to anisometropia. F/u info was received from the surgeon, who reported the event resolved following the lens exchange. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 7/20/2011, 7/21/2011 and 8/3/2011 by fax, mail and phone. Add'l info was received 7/20/2011 by phone. A completed questionnaire was received 8/15/2011. (B)(4).